Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/05/2013 - device evaluation:the pump has been returned and evaluated by product analysis 11/25/2013 with the following findings:a review of the pump history showed that the time was manually changed from 10:09 p.m. To 10:11 a.m .on 08/14/2013. The pump was primed and exercised for 5 days on a 0.5 unit per hour basal program with no alarms or time/date setting changes occurring. The pump passed a time accuracy test. The complaint of the time changing from p.m. To a.m. (Or vice versa) was not able to be duplicated during testing. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.